Event description:
The report received from the study indicated that a male patient expired. No additional information was provided. Additional information has been requested, but is not available at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.